Event description:
Title: implantable cath erosion. Upon removal of the biliary catheter for a scheduled tube change, it was noted that the distal end of the catheter was broken off. The pt was examined for retained fragments under fluoroscopy in 2002 and no fragments were seen. Note that this was the 15th occurrence of catheter device failure since 10/2001 for this hospital.